Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) was isolated to the electrode belt¿s distribution node (dn) to rear te pulse wire being broken, along with the gel fire wires, causing the ecgs to not be recognized. The belt did not pass falloff testing. The root cause for the broken wire was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.